Event description:
Customer complained that during the use of a naso-jejunal probe the metal tip broke off and went into the small intestine of the patient. He was able to "capture" this tip the same day by means of jejunoscopy.